Event description:
It was reported that when using the bd pyxis¿ es server the user encountered an unable to authenticate error when attempting to sign in to the pyxis. The user stated that it took up to 10 minutes before he was finally able to access the system. The issue occurred under user ID mschinis and affected multiple pyxis anesthesia machines. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported an unable to authenticate error when attempting to sign in to the pyxis. A technical support specialist (tss) dialed into the server and confirmed the user account was active and unlocked. A login report for user showed successful logins. The customer provided examples of the login errors. Tss explained that the issue indicated the user ID might have been locked on the active directory side, likely due to multiple failed login attempts with incorrect passwords. Tss advised that the resolution would require coordination with the sites it or ad team and tss provided the steps customer would need to follow to unlock the account and restore access. The customer escalated the issue to it. The system functioned as intended when the technical support specialist investigated the device.